Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Failure analysis investigations replicated and confirmed the customer-reported complaint. The primary finding of the functional test failure, specifically the sensor failure, was related to the customer-reported complaint. The instrument was found to have sensor failures based on log reviews and this was replicated during in-house testing. The instrument was installed multiple times and failed with error code 22035 p1 = 8, indicating force sensor errors or communication failure on each attempt. These errors suggest either a failure of the instrument to communicate with the system or low-level errors with the instrument's force sensors. A review of logs found multiple instances of error code 22035 with a p1 value of 8, indicating force sensor errors or communication failure. The root cause of this complaint is not determinable. The instrument will be transferred to engineering for further investigation. Additional observations not reported by the site include: the instrument was found to have damaged conductor wire insulation at the yaw pulley. There was fragmentation of the insulation approximately 2.56mm x 0.70mm in size, and the internal conductor wires were damaged and had exposed internal wire, though the internal wire was not frayed or fully broken. Energy was not delivered as it failed engagement on the in-house system. The instrument passed the electrical continuity test. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. Common causes of damaged insulation on instrument conductor wires, particularly bipolar, are attributed to mechanical impacts, such as accidental drops or collisions with other instruments or hard surfaces during handling or use. The complaint was confirmed based on failure analysis, which indicates that the device may have contribute to the customer reported issue.

Event description:
It was reported that the or staff called to report an issue with force feedback instruments, which had already been reported in a previous service request. The caller mentioned that the surgeon had to try three different bipolar force feedback instruments, all of which were rejected, leading the staff to use a normal bipolar instrument to continue the procedure. The caller did not have additional information about the issue. The technical support engineer reviewed the logs and confirmed the issue, advising that one of the force feedback instruments be returned for failure analysis. The customer reported event has no report of patient injury.